Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. It was reported that went to impact cup, mako shell impactor and offset shell impactor broke upon contact. High volume account needing replacement asap. Case type: tha. Surgical delay: =15 minutes. Product evaluation and results: (B)(4) could not be completed as the 209830 rio shell impact-offset-trident pst was not provided. Three communication attempts were made and appropriate information was not received from the rep. Product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 34177 and all were accepted into final stock on 09/23/2016 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot 34177 shows (B)(4) additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Went to impact cup, mako shell impactor and offset shell impactor broke upon contact. High volume account needing replacement asap. Case type: tha. Surgical delay: =15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Went to impact cup, mako shell impactor and offset shell impactor broke upon contact. High volume account needing replacement asap. Case type: tha surgical delay: =15 minutes.